Manufacturer narrative:
Immucor technical support used a remote electronic connection method to assess the instrument test well images in question on (B)(6) 2018, and the test well image in question appeared visually positive. The immucor laboratory tested retention product on 13apr2018, which performed as expected. The immucor laboratory also tested a returned blood sample from the customer site with retention product on 09apr2018, which yielded unexpected negative outcomes, consistent with the customers findings. The immucor technical communication (B)(4) is being used by the lab to visually confirm all negative assay events reported by the echo instrument. Complaints of positive reactions being interpreted as negative by the galileo echo camera algorithm are being corrected under design control project (B)(4).

Event description:
On (B)(6) 2018, a european (B)(6) customer site reported an unexpectedly negative antibody screen, when tested on a galileo echo instrument.